Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery for a malar fracture a 6mm screw broke, an 8mm screw broke and a drill bit broke. There was no report of injury or prolonged surgical time. The broken devices were replaced with others to complete the procedure. This report is for a drill bit, part and lot number unknown. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.